Event description:
Fire hazard: have purchased a sunbeam heating pad which caught fire after 5 days of use. It was turned on just before we were going to bed. After a few minutes, we heard a sort of hissing sound and caught it while it was smoldering and before there were actual flames. It scorched the pillow it was on as well. I have sent an email to sunbeam last week to inform them this model may have some design issues.